Event description:
The entire system was removed due to slow-developing wound infection. The organism was unk. The physician expected a full recovery and was planning implanting a new device in approximately six months. Additional details are being requested at this time.